Event description:
(B)(4)

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR arjo (B)(4) on behalf of the importer (B)(4). The device was inspected on-site by a rep of the MFR's sales and service subsidiary division, not a direct employee of the MFR. Additional information will be provided following the conclusion of the MFR's investigation.